Event description:
It was reported that during a retrieval of a vena cava filter, the marker band on the introducer sheath of a retrieval device detached an moved up the sheath. The marker band was removed successfully as it still remained on the introducer sheath during retraction. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device was discarded by the user facility; therefore, not available for evaluation. The event investigation currently underway.